Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (387 mg/dl). Reportedly, the customer added insulin into the cartridge without going through the load process, and did not use the cartridge syringe. Customer delivered a manual injection to stabilize blood glucose levels. Customer changed the cartridge and resumed insulin delivery.